Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found loose pins in the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not boot and the system was not operational. No adverse pt involvement was reported.